Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a 14" (36 cm) ext set w/1.2 micron filter, microclave® clear, clamp, rotating luer. The reporter stated that she clamped the total parenteral nutrition (tpn) at the quadfuse and attempted to begin infusing the lipids on the pump. The lipids never infused through the cap into the quadfuse. Upon unclamping the tpn, it immediately back-flowed back up into the lipid tubing. There was no patient harm, but the patient did not receive the full doses of prescribed lipids.

Manufacturer narrative:
Additional information: the probable cause was clarified in an updated device evaluation. Investigation summary one (1) used list# mc330310, connected to an unknown, y-extension set, an unknown, 250ml IV bag and an unknown, infusion set were returned for evaluation. As received, some lipids solution residuals were observed. A filter saturation on filter, 1.2 micron was observed, no additional damage or anomalies were found. The set was tested as per procedure and a flow restriction was confirmed. Complaint of back flow of fluid / bleedback can be confirmed. The probable cause was due to a filter saturation. According dfu - ivfe or tna (3-in-1) solutions containing lipids must be administered using a 1.2-micron filter. Sets with these filters should be changed at least every 24-hours. A filter that clogs during infusion should be replaced. A DHR lot# review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
One (1) used list# mc330310, connected to an unknown, y-extension set, an unknown, 250ml IV bag and an unknown, infusion set were returned for evaluation. As received, some lipids solution residuals were observed. A filter saturation on filter, 1.2 micron was observed, no additional damage or anomalies were found. The set was tested as per procedure and a flow restriction was confirmed. Complaint of backflow of fluid / bleedback can be confirmed. According to the directions for use solutions containing lipids must be administered using a 1.2-micron filter. Sets with these filters should be changed at least every 24-hours. A filter that clogs during infusion should be replaced. A device history review (DHR) lot# review could not be conducted because no lot number(s) was/were identified.